Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by stomach cramps. The patient was hospitalized for this event on the same day as diagnosis. The cause of peritonitis was unknown. On an unreported date, the patient received treatment with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. At the time of this report, vancomycin treatment was ongoing. The patient was discharged three days after admission and was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.